Event description:
Additional information received indicated the right ventricular lead was explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
It was reported that undersensing was observed on the right ventricular (rv) lead. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.